Event description:
Adult-male patient underwent a left total hip arthroplasty for end-stage arthritis about a year ago. He initially did quite well, but subsequently developed worsening left groin pain. He was evaluated for loosening of the acetabular component. The patient also underwent an arthroplasty using the asr type femoral head implant system from depuy which has undergone voluntary recall recently. The patient was worked up and was found to have elevated metal ion levels and evidence of a pseudotumor with hypersensitivity reaction. Based on the findings and pre-operative aspiration that was found to be negative, he was felt to be a candidate for revision total hip arthroplasty with conversion to a ceramic-on-polyethylene construct.